Event description:
It was reported, "foreign matter was found in syringe after drawing advate (B)(6) solution, as reporter's feedback, no foreign matter was found during preparing the drug solution." On (B)(6) 2025, the patient reported that while using a needle-free reconstitution device to prepare baiyinzhi medication, no abnormal substances were observed in the vial. However, after injecting the medication, the patient noticed a black unidentified substance remaining in the syringe. Shaking the syringe did not change the position of the black substance. The patient stated that they did not experience any discomfort after the injection.

Manufacturer narrative:
Based on provided picture, one (1) dark particle is visible inside the syringe (not provided by takeda). As the sample was not available, the particle could not be identified, and the origin could not be determined. Based on the performed review, there is no evidence that the manufacturing, packing, storage and shipment are at the origin of the particle observed in the product vial. A complete review was performed of the batch records of the filling of the advate. Based on the investigation and review of the associated batch records and events, there were no nonconformities, failures, or deviations documented in the batch record during the manufacture of advate batch. There is no indication that any process contributed to the reported problem. All release criteria were met prior to release. Therefore, the complaint could not be confirmed.

Manufacturer narrative:
A sample has been requested for investigation. Investigation report is pending. G8: (B)(4).

Event description:
It was reported, "foreign matter was found in syringe after drawing advate (be01e558ab) solution, as reporter's feedback, no foreign matter was found during preparing the drug solution." On (B)(6) 2025, the patient reported that while using a needle-free reconstitution device to prepare baiyinzhi medication, no abnormal substances were observed in the vial. However, after injecting the medication, the patient noticed a black unidentified substance remaining in the syringe. Shaking the syringe did not change the position of the black substance. The patient stated that they did not experience any discomfort after the injection.